Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The customer stated that no issues were noted with the last system check performed on (B)(4) 2013. The customer runs three levels of quality control (qc) once per day. No recent qc issue was noted. The sample was in a li heparin gel tube and centrifuged in a stat spin for 3 minutes. The customer did not know the spin speed. The customer declined service. A definitive cause of this event is unknown.

Event description:
The customer reported obtaining erroneous troponin I (accutni) results for two (2) patients, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system. The customer provided results for one of the patients. The initial result generated on the access 2 (serial number (B)(4)) was 0.08 ng/ml. The sample was re-analyzed twice on the same instrument and yielded 0.03 ng/ml both times. The elevated results were not reported out of the laboratory and no change to patient treatment was reported. The customer uses 0.03 ng/ml as a critical value and repeat all samples with results > 0.03 ng/ml.